Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: there was evidence of a partially discharged battery being installed observed in the black box on (B)(6) 2015. Replace battery alarms were observed in black box and alarm history. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. The battery cap was undamaged. All of the current readings were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.